Event description:
Customer reported that she had recently been hospitalized due to a low blood glucose level. Further details of the hospitalization were not provided. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.